Manufacturer narrative:
Device was used for treatment, not diagnosis. The initial complaint was reviewed and found not reportable. Not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Five unknown locking screws were identified as: 2.7 mm variable angle locking screw self-tapping 18mm (quantity one); 2.7 mm variable angle locking screw self-tapping 14mm (quantity one); and 2.7 mm variable angle locking screw self-tapping 12mm (quantity three).this is report 2 of 6 for (B)(4).

Manufacturer narrative:
This report is for five unknown locking screws/unknown lots. Partial part number of (B)(4) provided. Device was not implanted/explanted. The manufacturing process of this plate was completed. None of the plates manufactured within this lot were scrapped and there were no non-conformances noted. Raw material lot 7511177 utilized was also accepted; no scrap of non-conformance was noted on the router. Based on the above information it is determined that all processes were followed as required. Accepted product lot met the established acceptance criteria¿s and no manufacturing issues were found that could have led to complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that locking screws did not lock into a locking plate during a repair of a fractured left lateral malleolus fibula, which took place on (B)(6) 2015. A female patient underwent repair of a fractured left lateral malleolus fibula with a 2.7 millimeter (mm)/3.5mm variable-angle locking compression plate, left lateral distal fibula plate. During the procedure, the surgeon noted that the 2.7 locking screws (length unknown) did not lock into the plate. Five screws were removed along with the plate without difficulty. No fragments were noted. There was a five minute surgical delay. The patient was implanted with a synthes non-variable angle locking plate. It was reported that the procedure was successfully completed and patient outcome was fine. This report is for five unknown locking screws. This is report 2 of 2 for com-(B)(4).